Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with cycler set and the patient event of fungal peritonitis with subsequent hospitalization and pd catheter removal with transition to in-center hemodialysis. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted positive for candida lusitaniae, a normal flora commonly found in the human gastrointestinal tract, respiratory tract, oral cavity, skin, and genital tract. Candida infections are the second most common cause of catheter-related infections. The pd catheter is the source of infection for the vast majority of pd-related cases of peritonitis providing a portal of entry for organisms into the normally sterile peritoneum. Most cases of pd-related peritonitis are the result of touch contamination. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s fungal peritonitis with subsequent hospitalization and pd catheter removal. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.